Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported partial clip movement appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip movement on the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had challenging anatomy and imaging was somewhat difficult. One clip was implanted near p2/p3, reducing the mr to 1+. After the clip delivery system (cds) and guide were removed and the groin was closed, it was observed that the mr had returned to 4. It appeared that the clip had moved on the posterior leaflet, but did not completely detach. Some chordae had been captured in the clip during deployment and the clip was secure on the anterior leaflet. The groin was re-punctured, and a second clip was implanted to stabilize the first clip, reducing the mr to 2. The patient had a good outcome and was discharged home. No additional information was provided.